Event description:
Reportedly, after plugging in the home monitor, the status light remains green during a few seconds and then turns off.

Manufacturer narrative:
- Upon reception, the home monitor was tested and the reported behavior was confirmed: no connection with the back office could be established and the healthcheck button remained red. - review of the expertise files revealed that the renewal of the certificate attempted on 30 september 2021 failed. In addition, the certificate file or its location was most probably corrupted; therefore, the file was unreadable, leading to loss of communication with the back office. - the exact root cause of the aforementioned issues could not be determined by the analysis.

Event description:
Reportedly, after plugging in the home monitor, the status light remains green during a few seconds and then turns off.